Manufacturer narrative:
Investigation: DHR review for batch 7001790 (p/n (B)(4)): manufacturing dates: 1/11/2017 ¿ 1/19/2017 and 1/19/2017 ¿ 1/20/2017. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7001790 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one assembled 5ml syringe was received by bd canaan from a reported batch # 7001790 ((B)(4)). A strand of hair was observed in the barrel behind stopper ¿ not in fluid path. Based on the sample evaluation: bd (B)(4) was able to confirm the customer's indicated failure. Root cause: (1) undetermined - based on the investigation results to date, the source of fm could not be determined at this time, however CAPA is open to investigate fm on this packaging machine. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. CAPA # (B)(4) exists to investigate fm on this machine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a hair was found in the barrel of a 5 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray before use. No injury or medical intervention.